Event description:
A patient was noted to have mild esophageal stricture 1 month after treatment.during the 1 month follow-up endoscopy,the patient received endoscopic dilation with complete resolution.patient currently has no symptoms of dysphagia and no evidence of recurrence.the event was transient in nature,treatable and not life-threatening to the patient.no device malfunction was reported for this device.the catheter performed as intended and was discarded by the hospital at the end of the procedure.the generator used for treatment was not returned for evaluation between the outcome of the event and the product performance could be established.